Event description:
It was reported that during a stent placement procedure, the device allegedly was unable to deploy the stent, and that the stent fractured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition with a broken component inside grip so that a deployment failure was confirmed. The stent was returned bloody, and broken in three segments. It was assumed, that based on the poor information available and the condition of the sample, that a partial deployment occurred which led to stent fracture upon removal. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' In regards to pta the instructions for use state: 'pre dilatation of the lesion should be performed using standard techniques.' In regards to damage the instructions for use state: 'examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' In regards to accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath.' Holding and handling of the system throughout the procedure was found sufficiently described. H10: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the life stent vascular stent that are cleared in the us. The pro code and 510k number for the life stent vascular stent is identified in d2 and g4. H10: d4 (expiry date: 02/2022), g3 h11: b5, h6 (device, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2022). The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510k number for the lifestent vascular stent is identified.

Event description:
It was reported that during stent placement procedure, the device allegedly was difficult to remove. It was further reported that there was a break. There was no reported patient injury.